Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed a device malfunction. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and failed deflation test (1, 2, and 3). Product analysis concluded these deflation issues could affect the functionality of the pump. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to an unspecified reason. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Upon return of the device, product analysis found a malfunction.